Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid stent strut rows were lifted and pulled in all directions. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 20 x 2.75mm promus premier drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred the target lesion was located in a calcified coronary artery. A 20 x 2.75mm promus premier drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.